Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high thresholds and out of range impedances measuring greater then 2500 ohms. Subsequently, the patient underwent a revision procedure and the rv lead was disconnected and reconnected and normal measurements were observed. No additional adverse patient effects were reported.